Manufacturer narrative:
The complaint sample was not returned for evaluation. A review of the lot batch records and testing of a retain sample is in progress. Based on available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A topco representative reported that a consumer using a topcare contact lens solution experienced irritation, pain and a chemical burn in both eyes following initial use of the product. Follow-up with the clinic where the patient was initially seen by a pa indicated that the patient presented with blurred vision and eye pain. Patient had bulbar injection and superior palpebral swelling and was diagnosed with conjunctivitis. Patient was treated with tobradex and was recommended to temporarily discontinue contact lens wear. Five days later the consumer was seen by an eye doctor, presenting with red, irritated, sore, and painful eyes as well as cloudy vision. Patient had bulbar injection and corneal staining, central. Patient was diagnosed with a central corneal abrasion in both eyes. Abrasions did not penetrate bowman¿s membrane. There was no residual scar and there was no permanent decrease in visual acuity. Patient was prescribed a bandage lens and predforte/tobramycin. She was also recommended to use artificial tears. Both health care professionals providing treatment attributed the event to an intolerance of the contact lens solution. The eye doctor¿s office reported that the patient is fully recovered.

Manufacturer narrative:
A review of the lot batch records and testing of a retain sample concluded that this product was formulated, manufactured, and packaged according to local and global product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Additional information obtained from eye doctor indicates that prior to patient¿s recovery patient also experienced prolonged corneal edema and denuding of the outer layers of her epithelium.